Event description:
It was reported that the patient was experienced discomfort and syncopal episodes and was hospitalized. Device was found to be operating in safety mode, which permanently limits device function. This pacemaker was successfully replaced and expected for return to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was experienced discomfort, and syncopal episodes and was hospitalized. Device was found to be operating in safety mode, which permanently limits device function. This pacemaker was successfully replaced and expected for return to boston scientific for analysis. No additional adverse patient effects were reported. Additional information was requested from the field representative regarding device return. No further information was available. The device was not returned for analysis; therefore, a technical analysis could not be performed.